Manufacturer narrative:
Continuation of d10: product ID neu unknown lead , lot# unknown, product type lead . Section d information references the main component of the system. Other relevant device(s) are: product ID: neu unknown lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a trial patient who was using an external neurostimulator (ens) for urge I ncontinence and urgency frequency. It was noted that the patient's trial started on (B)(6) 2024. It was reported that the patient was experiencing pain and bleeding/hemorrhage. On (B)(6) 2024 patient stated that their right lead came loose but they have contacted someone about it and they are getting a solution soon. It is unknown if the issue was resolved.